Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown/not provided. E1: last name unknown/not provided.

Event description:
It was reported that the implant at tooth site #7 was removed due to infection. Failed implant. Symptoms as a result of the event: inflammation and pain.